Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported a patient presented to the ER after receiving inappropriate shocks due to lead noise. No further information is available at this time.